Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device misfired by only partially dispensing the fired tack.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. The instrument was applied to the appropriate test media. The trigger was actuated and the remaining tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair with mesh, the device misfired by only partially dispensing the fired tack. A portion of the coil still remained in the device. Another tacker like device was used to resolve the issue. There was no patient injury.